Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The target lesion was located in the proximal obtuse marginal (om) 1st which was predilated with a 20 mm maverick balloon. The physician then deployed a taxus express2 2.5 x 24 mm drug eluting stent at 12 atms for 15 seconds. The balloon was completely deflated but remained inside of the stent when the physician tried to withdraw it. A choice floppy guidewire was already being used when the physician inserted a luge guidewire down to the side of the balloon. After several minutes of twisting and turning both guidewires, one of the guide wires deep seated. The balloon was then able to be removed. The lesion was post dilated with a 2.5 x 15 mm quantum balloon. The stent remained in good position. There were no reported pt complications. The pt's condition was reported as satisfactory/good.